Manufacturer narrative:
As reported, a 6f/7f mynx control vascular closure device (vcd) was unable to be advanced into an unknown sheath. Damage to the white tube tip was noted upon removal. Manual compression was performed, and hemostasis was successfully achieved. There was no reported patient injury. The mynx vascular closure device (vcd) was used in a diagnostic procedure. The deployer was mynx certified. The femoral artery suitability was verified on angiography, including a 30¿45 degree insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was moderate vessel tortuosity and moderate peripheral vascular disease (pvd)/calcification in the vicinity of the puncture site. Hemostasis was achieved by manual compression for 30 minutes or more. The sheath was not kinked or bent upon removal. There was no visible bend or damage in the distal end of the balloon shaft after removal. No excess force was applied during insertion. The device was stored and prepared according to the instructions for use (IFU). One non-sterile 6f/7f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position and partially exposed. Regarding the condition of the sealant sleeves, a split condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis of the slit length could not be executed due to the split condition of the sealant sleeve assembly, which does not allow proper measurement. However, the catheter working length was verified and found to be within the specified dimensional requirement. The measurement was obtained using a calibrated ruler. An attempt was made to perform the functional test to evaluate csi insertion and withdrawal; however, the test could not be completed. Due to the split condition of the cartridge assembly, the device could not be inserted into the cannula of the previously flushed laboratory sample csi. A simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended, deploying the sealant and retracting the balloon respectively. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. A high-magnification evaluation was executed to evaluate the cartridge assembly. During this analysis, the presence of a split condition on the sleeves and partial exposure of the sealant were observed. The reported event of ¿sealant sleeves (cartridge assembly)-damaged¿ was observed through analysis of the returned device as the sealant sleeve assembly had conditions observed as ¿sealant sleeves (cartridge assembly)-frayed/split/torn.¿ additionally, the reported event of ¿mynx control system-impeded¿ was observed since the functional insertion/withdrawal test could not be completed due to the frayed/split/torn sealant sleeves. Also, an additional condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the damaged sleeves. The exact cause of the observed conditions could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issues experienced. However, access site vessel characteristics (there was moderate vessel tortuosity and moderate pvd/calcification in the vicinity of the puncture site), procedural/handling factors (such as not supporting the distal end during insertion into the sheath), and/or the condition of the sheath (which was not returned) may have contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with slits at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states in step 1: position balloon, ¿insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis nor the information available for review suggests that the reported failures and observed conditions could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 6f¿7f mynx control vascular closure device (vcd) was unable to be advanced into an unknown sheath. Damage to the white tube tip was noted upon removal. Manual compression was performed, and hemostasis was successfully achieved. There was no reported patient injury. The mynx vascular closure device (vcd) was used in a diagnostic procedure. The deployer was mynx certified. The femoral artery suitability was verified on angiography, including a 30¿45 degree insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was moderate vessel tortuosity and moderate peripheral vascular disease/calcification in the vicinity of the puncture site. Hemostasis was achieved by manual compression for 30 minutes or more. The sheath was not kinked or bent upon removal. There was no visible bend or damage in the distal end of the balloon shaft after removal. No excess force was applied during insertion. The device was stored and prepared according to the instructions for use (IFU). The device will be returned for evaluation. Addendum: pe findings present the sealant exposed, and a split condition was observed with the sealant sleeves.